Manufacturer narrative:
However, two error messages were displayed as ¿a fatal error has occurred on the underlying data source¿ and the other one as ¿object reference not set to an instance of an object¿. This could be caused by a network connection problem or a hardware issue. There were no adverse events or injuries reported based on this incident. Corrections and or additional information has been added to the following sections: d1, d5, e3, g.1, h6. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 30-oct-2022 to 29-oct-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined drawer 4.1 failed and was unable to detect medications. The field service engineer found that many pockets had meds but were not loaded. A field service engineer replaced the retractor band as he found heavy black marks on it. He also replaced the drawer boards to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a pyxis medstation es system main drawer 4.1 failed and was unable to detect medications inside the cubies. The user tried to reboot and recover; however, two error messages were displayed as ¿a fatal error has occurred on the underlying data source¿ and the other one as ¿object reference not set to an instance of an object¿. This could be caused by a network connection problem or a hardware issue. There were no adverse events or injuries reported based on this incident.

Event description:
It was reported by the customer that a pyxis medstation es system main drawer 4.1 was not detected and immediately blanked out contents of some of the cubies. During device inspection, a field service engineer found heavy black marks on retractor band potentially due to thermal damage. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was identified that the drawer failed due to thermal damage on the retractor band. A field service engineer replaced the drawer boards and retractor band to resolve. The system functioned as intended.